Event description:
It was reported that the lead exhibited loss of atrial cap- ture with suboptimal atrial sensing. P waves decreased from greater than 2 mv at the last interrogation to 0.3 mv. The bipolar atrial lead impedance had decreased from 351 ohms at the last check, to 319 ohms. The lead was capped and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.